Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was at work when she experienced hypoglycemia. When she checked her cgm it was 107 mg/dl and she began to feel weird, sweating and experienced a seizure. Her boss then called the paramedics. When paramedics arrived, they took a bg reading, it was 27 mg/dl while the cgm was 104 mg/dl. The patient was treated with 2 intravenous (IV) glucose and 1 sugar gel in her mouth. After a few minutes, the patient began to feel ok. The paramedics did another finger stick and the bg meter was 130 mg/dl. The patient then put a new sensor on, and paramedics took a bg 166 mg/dl and the dexcom cgm meter 170 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken when the paramedics arrived. The reported glucose values fall within the a zone of the parkes error grid was taken with the new sensor session. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.